Manufacturer narrative:
It was reported that a hl20 rpm displayed the error message eeprom. The issue was observed during routine checkup. No harm to any person was reported. According to the hl20 service manual the error message eeprom indicated that the internal instruction code memory is faulty. A getinge field service technician (fst) was sent for investigation and repair. The rpm control board was found to be defective and needs to be replaced. The reported error message: eeprom was already investigated by the getinge life cycle engineering within a similar complaint. The most probable root cause could be determined to a defective eeprom module (ic7) on the pump control board. The review of the non-conformities has been performed on 2025-07-22 for the period of 2016-12-28 to 2025-07-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-12-28. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: eeprom could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in india. During routine checkup it was observed that a hl20 rpm displayed the error message eeprom. No harm to any person was reported. According to the hl20 service manual the error message: eeprom indicated that the internal instruction code memory is faulty. The failure can cause an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).